Event description:
It was reported that when attempting to implant the left bundle branch lead (lbb) for pacing, good thresholds could not be attained. The lead was not implanted. The physician next attempted to implant the left ventricular (lv) lead. It was noted that the target vein was thin and the lv lead tip did not enter deeply. After multiple attempts, the pericardium was perforated causing a pericardial effusion. An emergency pericardiocentesis was performed. At that time, the patient became delirious and uncooperative, resulting in the procedure being cancelled. The patient continued to be drained and was returned to the ward in stable condition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.